Manufacturer narrative:
Failure investigation results: tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 27mg/dl to approximately 350-360 mg/dl resulting in light headedness/dizziness and a fall causing bruises and scrapes; cause was unknown. Elevated bg was addressed via a correction bolus. Low bg was addressed by the customer consuming glucose tablets. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider.